Event description:
It was reported that the customer went to the Emergency Room and was subsequently hospitalized with a blood glucose (BG) level displayed as "High" (specific value not provided) on approximately (b)(6) 2025. Cause was not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated BG. Customer was discharged two to three days later with the issue resolved and no permanent damage.